Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01, ipg, implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing with high v-v counts. The nurse reported that all measurements were within normal limits and stable. All testing showed no signs of an integrity issue. Increased follow up was suggested to watch the lead more closely. The rv lead remains in use. No patient complications have been reported as a result of this event.